Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly and frozen display and insulin pump error alarms. Customer stated that they were unable to clear the alarm. No harm requiring medical intervention was reported. Customer stated that they observe time clock for one minute to and time advanced. Customer stated she was getting failed battery even after changing battery. Customer stated that contacts are not missing or damaged. The device will be returned for analysis.